Manufacturer narrative:
Internal report reference number: (B)(4). Product not available for evaluation. Subcontractor root cause: insufficient/improper process controls were in place to prevent product commingling temp. Recall report no. 100113657-04/16/2020-001-r the issue was identified as a result of a complaint received from (B)(6) and reported to the company (legal manufacturer of the finished device - (B)(6), inc.), however issue occurred at the product manufacturer facility (subcontractor for manufacture of the meters who performed a re-work activity). A separate MDR for meter reading in mg/dl found in (B)(6) was filed on 4/03/2020 under manuf. Report # 1000113657-2020-00203. Upon further investigation, the company confirmed that the subcontractor for manufacture of the meters performed a re-work activity on each of two meters concurrently ((B)(4) and (B)(4)) during the rework process. When rework was completed, each meter was placed into the other meter¿s original in-process manufacturing tray (each was placed into the wrong tray), and each meter was subsequently processed with the meter identification label intended for the other meter. Specifically, the true metrix air mmol/l meter ((B)(4)) bears a meter label identifying it as a true metrix mg/dl meter; the true metrix mg/dl meter ((B)(4)) bears a meter label identifying it as a true metrix air mmol/l meter. These two meters were shipped to (B)(6) with the incorrect identification label and each meter was subsequently packaged by (B)(6) according to the incorrect meter label. Meter (B)(4) was returned to (B)(6) as part of the complaint investigation. Meter (B)(4) remains in the us market.

Event description:
One true metrix air blood glucose meter (serial number (B)(4)) distributed in the united states was packaged into a true metrix blood glucose meter kit (kit lot number kw0135) and has an incorrect factory-set unit of measure; the meter displays glucose results in mmol/l rather than mg/dl. If a consumer does not notice the incorrect unit of measure, it is possible that the meter glucose result will be read as a lower blood glucose result than expected, and this may result in the patient¿s glucose level remaining high, which can lead to serious injury or impairment with risk of death. To date, the company has not received any reports of patient injury or an adverse event related to this recall. The company has determined to initiate a voluntary recall for an isolated true metrix air blood glucose meter distributed in the united states to one customer.